Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false negative result from a urine sample on a tca multi-drug device test. There was a positive result for tca from a laboratory using two methods (triage meter and cobas 6000) with a cut off value of 1000ng/ml. There was no procedure/treatment that was performed due to the false negative result and no delay in care.

Event description:
The customer reported a false negative result from a urine sample on a tca multi-drug device test. There was no confirmatory testing reported by the customer. There was no procedure/treatment that was performed due to the false negative result and no delay in care.

Manufacturer narrative:
Additional information: section b5: previous MDR "the customer reported a false negative result from a urine sample on a tca multi-drug device test. There was a positive result for tca from a laboratory using two methods (triage meter and cobas 6000) with a cut off value of 1000ng/ml. There was no procedure/treatment that was performed due to the false negative result and no delay in care." Changed to: the customer reported a false negative result from a urine sample on a tca multi-drug device test. There was no confirmatory testing reported by the customer. There was no procedure/treatment that was performed due to the false negative result and no delay in care. Section b6: previous MDR: multi-drug one step multi-line 11 drug screen test device (urine) false negative result. Triage meter and cobas 6000 positive result with a cut off value of 1000ng/ml. Changed to:multi-drug one step multi-line 11 drug screen test device (urine) false negative result. No confirmatory information provided. Investigation conclusion: an investigation was performed on retention products from the reported lot number. Retention devices were tested with +50% cut-off and 3x cut-off positive controls and results were read at 5 minutes. All devices produced expected positive results for tca. No false negatives were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated. A probable cause could not be determined based on the information available. Per the package insert, the multi-drug one step multi-line screen test device (urine) provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A negative result may not necessarily indicate drug-free urine. Negative results can be obtained when drug is present but below the cut-off level of the test.